Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. Complete entry for section a1 - patient identifier: (B)(6).

Event description:
The customer reported that on (B)(6) 2026, while entering a test order, the incorrect assay (anti-tpo) was processed instead of the intended test (lactate) for sid: (B)(6). The issue occurred on the aliniq ams and was attributed to an incorrect configuration within the ams system.the first incident occurred on (B)(6) 2026. Investigation determined that the lactate test was configured with an analyzer download code corresponding to the anti-tpo reagent. As a result, although the laboratory information system (lis) correctly transmitted an order for lactate, the instrument processed and reported results for anti-tpo. Consequently, the reported value reflected anti-tpo instead of the expected lactate result. The configuration setup had been completed by abbott. Two discrepant results were identified by the laboratory; however, neither impacted patient treatment or clinical management. The customer did not provide any additional data or supporting information. As corrective actions, the customer deactivated the affected test on the analyzer and modified the communication channel to prevent recurrence. No incorrect results were ultimately assigned to a patient. There was no impact to patient management reported.